Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: h10: one actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure test was performed and no leak was observed. A self-test priming was performed and there was no connection issue or any other abnormality observed on the sample. The reported condition was not verified. The device was conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set had a connection issue. This was described as when ¿the machine was started, a defect occurred, and it was not connected well while setting¿. This occurred during set-up and preparation of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.